Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl during the time of their hospitalization. The customer was hospitalized due to gastric issues and their levels were fine when they went it, but the levels went down to 40 mg/dl as he was not eating while in the hospital, so the pump was taken off. The customer's levels went up to 470 mg/dl and their last reading was 244 mg/dl, and they also had a 370 mg/dl level that was treated with manual injections. The customer went down to 31 mg/dl when they were at home and vomiting. The customer was given food and juice to treat for the lows. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back for insulin pump set up assistance. Customer also mentioned they had gastroenteritis and diarrhoea which caused their hospitalization. The insulin pump will not be returned for analysis.